Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Back and menu key was intermittent during analysis. No unexpected power loss alarms/alerts/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded history files and traces using thus. All buttons were tested individually for their functionality, back and menu key intermittent. Found moisture damage on keypad traces. J1 connector on pcba 1 was not unlocked during visual inspection. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on (B)(6) 2023 18:23:00.000 and power loss alarm [6] on (B)(6) 2023 06:59:24.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on event date: stuck key alarm (61) on (B)(6) 2023 06:20:56.000, pump error 68 on (B)(6) 2023 06:59:27.000, 2 no delivery alarms during basal starting on (B)(6) 2023 01:35:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The following were noted during visual inspection: pillowing keypad overlay. No unexpected pump error 68 alarm noted during analysis, pump error 68 not confirmed. No blank display noted during analysis, blank display not confirmed. Exposure to moisture confirmed on keypad traces and pcba 1. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Unresponsive keypad confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer received a trace pointers are invalid (pump alarm 68) alarm, a blank display, and was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and it was unknown whether the customer was able to clear the alarm or not and whether the customer was able to complete the pump rewind or not. The customer will discontinue using the device and the pump will be returned for analysis.